Event description:
The customer reported that the "staff have reported several events of finding the small rubber stoppers that are from the rad 97s in patient cribs/beds." The customer stated the footpads could pose a potential choking hazard for their patient population. Additional information was received: "the silicon foot pads on the masimo rad 97 devices are susceptible to pulling off. This pulling initially unseats the pad from its holder, then further force causes it to pull off completely. One pulled off completely, the device has lost some of its friction to hold it in place."

Manufacturer narrative:
Other text: there were 33 serial numbers reported and per customer, none of the devices will be returned to masimo for analysis. Based on a historical complaint history review for the rad-97, there have been no other complaints received related to a concern for risk of choking hazard identified. A CAPA was initiated to further investigate the root cause of the reported event. This report is for device 31 of 33.health effect impact code: no adverse event; no patient impact.